Event description:
As reported, the patient underwent laparoscopic inguinal hernia repair with 3dmax mid mesh, during surgery the mesh stuck to itself and got wrapped in a fold of peritoneum. The mesh could not be located laparoscopically, so they had to extend the incision to find it manually using palpation. The mesh was subsequently removed and a new mesh was implanted to complete the procedure. As per the surgeon, "I don't think the issue was a defect with the mesh. The issue is that there is no radio-opaque marker or similar in the mesh that would allow for an alternate means of localization in the event that the mesh is misplaced. For example, when we were trying to find the mesh we considered using a c arm, but there is no way to identify the mesh via x-ray. I don't think the mesh itself caused an issue, but it would be potentially helpful to be able to find it if it migrates or becomes displaced."

Manufacturer narrative:
As reported, during laparoscopic inguinal hernia repair 3dmax mid mesh stuck to itself and got wrapped in a fold of peritoneum. The mesh was unable to be located using laparoscopy as such to locate the mesh the incision was extended to manually find it using palpation. The mesh was removed and anther used to complete the procedure. Surgeon reports that they don't think the mesh caused the issue. However, no conclusions can be made regarding what may have caused or contributed to the issue that occurred. Review of the manufacturing records showed that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.